Event description:
It was reported that while in use on a patient, the stapler jammed. As a result, a new stapler was used to complete the procedure. No patient harm or injury. Patient status is reported as "fine'.

Manufacturer narrative:
Qn# (B)(4).